Manufacturer narrative:
The device investigation has been completed and the results are as follows: the patients weight was not provided when asked. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: the packaged stock product is not applicable for review since no defect or non-conformity observed from return product. Returned sample: the implant was returned but not in original package. The part was visually inspected and verified to be a hahn implant 7.0 mm x 11.5 mm using the radiographic template. No bone tissue or any debris was detected. There was no defect or non-conformity observed. Returned part inspection results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective. There was no any evidence found to indicate that the reported issue was caused by the device itself. Review of radiographs taken on both date of implant and explant we found no abnormalities. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the hahn tapered implant failed. The patient bone grade was not obtained. The patient has a history of smoking. However, the patient has no other medical or dental history prior to implantation. The patient presented on (B)(6) 2017 for implant procedure on tooth #30. The patient returned on (B)(6) 2017 "with the implant loose in his mouth." Upon exam the provider notes a failure to integrate and an infection. It was at that time the device was removed.